Event description:
Pt with a vena cava of 17.3 mm. Right internal jugular approach was used. When filter initially deployed, the top legs of the filter were constrained, possibly due to mural thrombus. During unsuccessful removal of filter with snare, thrombus was displaced, allowing filter to fully open. At this time, physician chose to implant a greenfield filter above the lp filter.